Manufacturer narrative:
Investigation details: the investigation was completed and the device performed to electrical product specs; complaint is not confirmed. However, since there was observed residual thermal boot damage and a bowed tri-heather wire assembly, this indicates that the jaws had experienced elevated temperatures at one point in time. This thermal boot damage could have been a result of user technique in extended device activation or an intermittent circuit failure. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported, that during the endoscopic vein harvesting procedure, the device got overheated. The device was removed from the leg without any problems, and a replacement unit was used to complete the procedure. The hosp did not report any pt complications.